Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted the right ventricular lead exhibited low pacing impedance and provided the patient pectoral stimulation from unipolar rv pacing at any output. Further interrogation noted the lead exhibited noise and loss of capture in the bipolar setting. The lead was explanted and replaced on (B)(6) 2019. There were no patient consequences.